Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noise is occurring in the image a root cause could not be identified. Based on the results of the investigation, the most probable cause of the image is flickering and noise in the image is due to damage to the scope connector. The most probable cause of the malfunction was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had flickering images. There were no reports of patient harm.